Event description:
Colombia. Allegedly a patient presents disconfort in her breasts, she was taken to revision surgery and a capsular contracture baker grade iii was found during the surgery on her left breast (r: (B)(6)).

Manufacturer narrative:
Based on the available information, the reported right breast pain is assessed as secondary to the documented capsular contracture in the left breast. There is no objective evidence to suggest a device-related issue affecting the right breast. However, the right-sided pain is being reported due to the need for surgical exploration performed to further evaluate the symptom. Therefore, the right-sided pain is considered referred or compensatory in nature rather than indicative of a distinct adverse event. Reportability has been evaluated considering the confirmed left breast capsular contracture as the primary event.